Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain'), pelvic inflammatory disease ('pelvic inflammatory disease/pelvic inflammation') and genital haemorrhage ('gen abnorm bleed') in a 30-year-old female patient who had essure (batch no. 922612) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included migraine, gerd, cholecystectomy, pain back, general body pain, night sweats, burning micturition, headache, dizzy, cervicitis, endometrial ablation, flank pain and bloating. Concomitant products included ibuprofen for menstrual cramp, sumatriptan (imitrex) from (B)(6) 2013 to (B)(6) 2013 for migraine as well as alprazolam (xanax) from (B)(6) 2013 to (B)(6) 2014, doxycycline from (B)(6) 2014 to (B)(6) 2015 and valaciclovir hydrochloride (valtrex) from (B)(6) 2014 to (B)(6) 2016. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish") and depression ("depression"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"), 1 year 8 months after insertion of essure. On (B)(6) 2014, the patient experienced vaginal infection ("bladder / urinary problems: vaginal infection"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and psychological trauma ("psych injury"). The patient was treated with ciprofloxacin, estradiol, ethinylestradiol;levonorgestrel (aviane), ethinylestradiol;norgestimate (sprintec), fluconazole (diflucan) and surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, vaginal infection, vaginal haemorrhage and dyspareunia had resolved and the pelvic inflammatory disease, psychological trauma, anxiety, depression, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic inflammatory disease, pelvic pain, psychological trauma, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2014 to (B)(6) 2012. Patient received treatment for-pelvic pain, abdominal pain, dysmenorrhea, menorrhagia, gen abnormal bleed and vaginal infection. Insertion details: essure was placed with four coils on the right and three coils on the left. Discrepancy noted: as per pfs, plantiff didn¿t undergo confirmation test but previously results are provided. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2015: impression: 1. Tiny bilateral but non-obstructing calyceal calculi. The right ureter is mildly dilated proximally but the re is no definite suspicious distal right ureteral calculus identified. Would correlate with symptoms at could be related to a recently passed stone. Given the size of these calculi is possible that a distal right ureteral stone could be missed. 2. There is a right adnexal cyst. 3. Normal appendix. 4. Post cholecystectomy. 5. No definite acute intra-abdominal inflammatory process. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Pathology test - on (B)(6) 2015: final diagnosis uterus, cervix, excision: no pathologic diagnosis uterus, endometrium, excision: late proliferative endometrium with no hyperplasia or malignancy uterus, myometrium, excision: leiomyomas fallopian tubes, bilateral, excision: benign peritubal cysts. Ultrasound bladder - on (B)(6) 2015: impression: sonography confirms a mildly complex medial inferior right renal cystic lesion. Likely proteinaceous cyst jut technically indeterminate. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pain abdominal, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-oct-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain'), pelvic inflammatory disease ('pelvic inflammatory disease/pelvic inflammation') and genital haemorrhage ('gen abnorm bleed') in a 30-year-old female patient who had essure (batch no. 922612) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included migraine, gerd, cholecystectomy, pain back, general body pain, night sweats, burning micturition, headache, dizzy, cervicitis, endometrial ablation, flank pain and bloating. Concomitant products included ibuprofen for menstrual cramp, sumatriptan (imitrex) from (B)(6)2013 to (B)(6)2013 for migraine as well as alprazolam (xanax) from (B)(6)2013 to (B)(6)2014, doxycycline from (B)(6)2014 to (B)(6)2015 and valaciclovir hydrochloride (valtrex) from (B)(6)2014 to (B)(6)2016. On (B)(6)2012, the patient had essure inserted. In (B)(6)2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6)2012, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish") and depression ("depression"). In (B)(6)2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6)2014, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"), 1 year 8 months after insertion of essure. On (B)(6)2014, the patient experienced vaginal infection ("bladder / urinary problems: vaginal infection"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and psychological trauma ("psych injury"). The patient was treated with ciprofloxacin, estradiol, ethinylestradiol;levonorgestrel (aviane), ethinylestradiol;norgestimate (sprintec), fluconazole (diflucan) and surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, vaginal infection, vaginal haemorrhage and dyspareunia had resolved and the pelvic inflammatory disease, psychological trauma, anxiety, depression, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic inflammatory disease, pelvic pain, psychological trauma, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6)2014 to (B)(6)2012. Patient received treatment for-pelvic pain, abdominal pain, dysmenorrhea, menorrhagia, gen abnormal bleed and vaginal infection. Insertion details: essure was placed with four coils on the right and three coils on the left. Discrepancy noted: as per pfs, plaintiff didn¿t undergo confirmation test but previously results are provided. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6)2015: impression: 1. Tiny bilateral but non-obstructing calyceal calculi. The right ureter is mildly dilated proximally but the re is no definite suspicious distal right ureteral calculus identified. Would correlate with symptoms at could be related to a recently passed stone. Given the size of these calculi is possible that a distal right ureteral stone could be missed. 2. There is a right adnexal cyst. 3. Normal appendix. 4. Post cholecystectomy. 5. No definite acute intra-abdominal inflammatory process. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Pathology test - on (B)(6)2015: final diagnosis uterus, cervix, excision: no pathologic diagnosis uterus, endometrium, excision: late proliferative endometrium with no hyperplasia or malignancy uterus, myometrium, excision: leiomyomas fallopian tubes, bilateral, excision: benign peritubal cysts. Ultrasound bladder - on (B)(6)2015: impression: sonography confirms a mildly complex medial inferior right renal cystic lesion. Likely proteinaceous cyst jut technically indeterminate. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pain abdominal, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs and medical records received: lot no. Was added. New events - abnormal bleeding (vaginal), psychological or psychiatric problems condition: anxiety, depression & mental anguish, bladder or urinary problems or changes, dyspareunia (painful sexual intercourse) were added. Events added from medical records - pelvic inflammatory disease. Severity of event pelvic pain and abdominal pain were updated as severe. Reporter¿s information, patient demography, medical history, concomitant condition, lab data, treatment drugs, concomitant drugs were added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and pelvic inflammatory disease ('pelvic inflammatory disease/pelvic inflammation') in a 30-year-old female patient who had essure (batch no. 922612) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included migraine, gerd, cholecystectomy, pain back, general body pain, night sweats, burning micturition, headache, dizzy, cervicitis, endometrial ablation, flank pain and bloating. Concomitant products included ibuprofen for menstrual cramp, sumatriptan (imitrex) from (B)(6) 2013 to (B)(6) 2013 for migraine as well as alprazolam (xanax) from (B)(6) 2013 to (B)(6) 2014, doxycycline from (B)(6) 2014 to (B)(6) 2015 and valaciclovir hydrochloride (valtrex) from (B)(6) 2014 to (B)(6) 2016. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish") and depression ("depression"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"), 1 year 8 months after insertion of essure. On (B)(6) 2014, the patient experienced vaginal infection ("bladder / urinary problems: vaginal infection"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen abnorm bleed"), psychological trauma ("psych injury"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge") and cystitis ("bladder infection"). The patient was treated with ciprofloxacin, estradiol, ethinylestradiol;levonorgestrel (aviane), ethinylestradiol; norgestimate (sprintec), fluconazole (diflucan) and surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, vaginal infection, vaginal haemorrhage, dyspareunia, bladder disorder, urinary tract disorder, urinary tract infection, vaginal discharge and cystitis had resolved and the pelvic inflammatory disease, psychological trauma, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic inflammatory disease, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2014 to (B)(6) 2012. Patient received treatment for-pelvic pain, abdominal pain, dysmenorrhea, menorrhagia, gen abnormal bleed and vaginal infection. Insertion details: essure was placed with four coils on the right and three coils on the left. Discrepancy noted: as per pfs, plantiff didn¿t undergo confirmation test but previously results are provided. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2015: impression: 1. Tiny bilateral but non-obstructing calyceal calculi. The right ureter is mildly dilated proximally but the re is no definite suspicious distal right ureteral calculus identified. Would correlate with symptoms at could be related to a recently passed stone. Given the size of these calculi is possible that a distal right ureteral stone could be missed. 2. There is a right adnexal cyst. 3. Normal appendix. 4. Post cholecystectomy. 5. No definite acute intra-abdominal inflammatory process. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Pathology test - on (B)(6) 2015: final diagnosis uterus, cervix, excision: no pathologic diagnosis uterus, endometrium, excision: late proliferative endometrium with no hyperplasia or malignancy uterus, myometrium, excision: leiomyomas fallopian tubes, bilateral, excision: benign peritubal cysts. Ultrasound bladder - on (B)(6) 2015: impression: sonography confirms a mildly complex medial inferior right renal cystic lesion. Likely proteinaceous cyst jut technically indeterminate. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pain abdominal, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. New events: uti, vaginal discharge, bladder infection were added. Outcome for pain, bleeding, uti, vaginal discharge, bladder infection, bladder disorder, urinary tract disorder were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and pelvic inflammatory disease ('pelvic inflammatory disease/pelvic inflammation') in a 30-year-old female patient who had essure (batch no. 922612) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding. Concurrent conditions included migraine, gerd, cholecystectomy, pain back, general body pain, night sweats, burning micturition, headache, dizzy, cervicitis, endometrial ablation, flank pain and bloating. Concomitant products included ibuprofen for menstrual cramp, sumatriptan (imitrex) from (B)(6) 2013 for migraine as well as alprazolam (xanax) from (B)(6) 2013 to (B)(6) 2014, doxycycline from (B)(6) 2014 to (B)(6) 2015 and valaciclovir hydrochloride (valtrex) from (B)(6) 2014 to (B)(6) 2016. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish") and depression ("depression"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"), 1 year 8 months after insertion of essure. On (B)(6) 2014, the patient experienced vaginal infection ("bladder / urinary problems: vaginal infection"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen abnorm bleed"), psychological trauma ("psych injury"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge") and cystitis ("bladder infection"). The patient was treated with ciprofloxacin, estradiol, ethinylestradiol;levonorgestrel (aviane), ethinylestradiol;norgestimate (sprintec), fluconazole (diflucan) and surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, vaginal infection, vaginal haemorrhage, dyspareunia, bladder disorder, urinary tract disorder, urinary tract infection, vaginal discharge and cystitis had resolved and the pelvic inflammatory disease, psychological trauma, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic inflammatory disease, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2012. Patient received treatment for-pelvic pain, abdominal pain, dysmenorrhea, menorrhagia, gen abnormal bleed and vaginal infection. Insertion details: essure was placed with four coils on the right and three coils on the left. Discrepancy noted: as per pfs, plantiff didn¿t undergo confirmation test but previously results are provided. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2015: impression: 1. Tiny bilateral but non-obstructing calyceal calculi. The right ureter is mildly dilated proximally but the re is no definite suspicious distal right ureteral calculus identified. Would correlate with symptoms at could be related to a recently passed stone. Given the size of these calculi is possible that a distal right ureteral stone could be missed. 2. There is a right adnexal cyst. 3. Normal appendix. 4. Post cholecystectomy. 5. No definite acute intra-abdominal inflammatory process. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Pathology test - on (B)(6) 2015: final diagnosis. Uterus, cervix, excision: no pathologic diagnosis. Uterus, endometrium, excision: late proliferative endometrium with no hyperplasia or malignancy uterus, myometrium, excision: leiomyomas. Fallopian tubes, bilateral, excision: benign peritubal cysts. Ultrasound bladder - on (B)(6) 2015: impression: sonography confirms a mildly complex medial inferior right renal cystic lesion. Likely proteinaceous cyst jut technically indeterminate. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pain abdominal, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-apr-2021: mr received. Reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') and pelvic inflammatory disease ('pelvic inflammatory disease/pelvic inflammation') in a 30-year-old female patient who had essure (batch no. 922612) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding. Concurrent conditions included migraine, gerd, cholecystectomy, pain back, general body pain, night sweats, burning micturition, headache, dizzy, cervicitis, endometrial ablation, flank pain and bloating. Concomitant products included ibuprofen for menstrual cramp, sumatriptan (imitrex) from (B)(6) 2013 for migraine as well as alprazolam (xanax) from (B)(6) 2013 to (B)(6) 2014, doxycycline from (B)(6) 2014 to (B)(6) 2015 and valaciclovir hydrochloride (valtrex) from (b)96) 2014 to (B)(6) 2016. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced depression ("depression") and anxiety ("anxiety/mental anguish"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"), 1 year 8 months after insertion of essure. On (B)(6) 2014, the patient experienced vaginal infection ("vaginal infection"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen abnorm bleed"), vaginal discharge ("vaginal discharge"), urinary tract infection ("uti"), cystitis ("bladder infection") and psychological trauma ("psych injury"). The patient was treated with ciprofloxacin, estradiol, ethinylestradiol;levonorgestrel (aviane), ethinylestradiol;norgestimate (sprintec), fluconazole (diflucan) and surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, dysmenorrhoea, vaginal discharge, vaginal infection, vaginal haemorrhage, dyspareunia, urinary tract infection, cystitis, bladder disorder and urinary tract disorder had resolved and the pelvic inflammatory disease, depression, anxiety and psychological trauma outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic inflammatory disease, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in insertion date-(B)(6) 2014 to (B)(6) 2012. Patient received treatment for-pelvic pain, abdominal pain, dysmenorrhea, menorrhagia, gen abnormal bleed and vaginal infection. Insertion details: essure was placed with four coils on the right and three coils on the left. Discrepancy noted: as per pfs, plantiff didn¿t undergo confirmation test but previously results are provided. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2015: impression: 1. Tiny bilateral but non-obstructing calyceal calculi. The right ureter is mildly dilated proximally but there is no definite suspicious distal right ureteral calculus identified. Would correlate with symptoms at could be related to a recently passed stone. Given the size of these calculi is possible that a distal right ureteral stone could be missed. 2. There is a right adnexal cyst. 3. Normal appendix. 4. Post cholecystectomy. 5. No definite acute intra-abdominal inflammatory process. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2015: final diagnosis. Uterus, cervix, excision: no pathologic diagnosis. Uterus, endometrium, excision: late proliferative endometrium with no hyperplasia or malignancy. Uterus, myometrium, excision: leiomyomas. Fallopian tubes, bilateral, excision: benign peritubal cysts. Ultrasound bladder - on (B)(6) 2015: impression: sonography confirms a mildly complex medial inferior right renal cystic lesion. Likely proteinaceous cyst jut technically indeterminate. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pain abdominal, dyspareunia. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 9-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('gen abnorm bleed') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), psychological trauma ("psych injury") and vaginal infection ("bladder / urinary problems: vaginal infection"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia and vaginal infection had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and vaginal infection to be related to essure. The reporter commented: discrepancy noted in insertion date (B)(6) 2014 to (B)(6) 2012. Patient received treatment for-pelvic pain, abdominal pain, dysmenorrhea, menorrhagia, gen abnormal bleed and vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received: new events added - abdominal pain, dysmenorrhea, menorrhagia, gen abnormal bleed, psychological injuries and vaginal infection were added. Previously reported event of physical pain was updated as physical pain/pelvic pain. Patient demography added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.